Event description:
A customer reported intermittent, on-going elevated blood glucose events with an unknown cause, with the highest reported blood glucose level was in the 500s mg/dl. To address the issue, the customer changed the infusion set and cartridge and used multiple daily injections. The control iq feature was active during the event. Recommendation was made to consult a healthcare provider in regards to diabetes management.